Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused restless night syndrome. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient to have restless night syndrome and cancer. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1 (report type), b2 (outcomes attributed to adverse event), b3 (date of event) and h1 (type of reportable event) were updated. Section h6 health effect - clinical code, health effect - impact code, type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Section h4 was incorrectly reported in the initial report, which was correctly updated in this follow up report.